Manufacturer narrative:
Device evaluation: the positioning sensor unit (psu) was returned to medtronic for further evaluation. The returned psu powered up with the amber fault light on. A check of the event log indicated a bump was previously detected. After clearing the bump, the psu passed an accuracy test (aak) at .23 mm with a passing threshold of .25 mm. Analysis determined there was an electrical failure with the returned psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The vendor analysis was completed and they found that the customer fault description of high aak result had been confirmed. The returned unit had been characterized as extended pyramid volume. The unit had also passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by medtronic for further analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was displaying a message saying ¿localizer faulted.¿ there was no patient involved as this issue was observed before a case. A medtronic representative (rep) went on site to troubleshooting. The rep checked the ndi toolbox and found a bump status on the camera.